Manufacturer narrative:
The customer reported complaint for the thermogard console (sn (B)(4) displayed tcmid:05 (coolant diff failure) error message was confirmed during the event log review but not during the initial functional testing. During device evaluation, the lm34 temperature sensor connector on the pic16 bord was found to be dirty, which most probably caused the thermogard console to display the tcmid:05 error message intermittently. The root cause of the observed issue is most likely attributed to normal wear and tear. The thermogard console was manufactured in august 2010 and it is more than 12 years old, well past its expected serviceable life of 5 years. The customer reported a secondary complaint of the fade-out image on the display head screen was confirmed during the visual inspection. The root cause for the reported complaint was a defective display head likely as a result of normal wear and tear. The display head was replaced to remedy the reported issue. Thermogard console's event log data were reviewed and revealed a tcmid:05 (coolant diff failure) error message on the customer's reported event date, thus confirming the reported complaint. During initial functional testing, the thermogard console passed all the tests without any fault or error. Upon further testing noticed a dirty lm34 a/b connector on the pic16 board. The lm34 a/b connector was cleaned to address the tcmid:05 error message. Following the service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard ivtm system with serial number (B)(4).

Event description:
During training, the thermogard console (sn (B)(4) displayed tcmid:05 (coolant diff failure) error message. In addition, the customer requested a replacement of the display head as the lcd image was observed to fade out. No patient involvement.